Event description:
It was reported that right ventricular (rv) lead was exhibiting shock lead impedance high out of range. Technical services (ts) was consulted and explained there was no sign of lead issues. The lead remains in service. No adverse patient effects were reported.